Event description:
It was reported, the customer had a frozen display on their insulin pump. Customer also received a no delivery alarm during a bolus. Customer did not want to replace their infusion set. The customer's blood glucose was 170 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.